Manufacturer narrative:
(B)(4).

Event description:
Prior to the initial medwatch submission the classification code was downgraded to non re portable 121 classification code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached senor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.